Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. He also stated the act button was unresponsive when he attempted to deliver a bolus. The blood glucose reading was 79 mg/dl. Customer stated that the insulin pump was exposed to extreme humidity. Nothing further was reported.

Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratches on lcd window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.